Event description:
Event description guidant received information that during a routine follow-up, this cardiac resynchronization therapy-defibrillator (crt-d) device and chronic transvenous defibrillation lead exhibited an elevated shocking impedance measurement. A shocking test was performed with 1.1 joule shock and the impedance measurement was within an appropriate range.